Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the npb40 oximeter display was missing segments. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
Correction: d4 (UDI#) . If information is provided in the future, a supplemental report will be issued.